Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (9) nine years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the digital visual interface signal port on the back is no longer working occurred due to printed circuit board failure. In addition, evaluation found old version 3.01 and recommend update to version. 4.10. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. The device evaluation found that the connector latch was worn out causing a poor connection with the video cables. In addition the digital visual interface port was not working due to the faulty circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had a connector issue. When a monitor is connected there¿s no image but will work with an analog video cable. The issue was found during preparation for use. The procedure was completed with the same device. There were no reports of patient harm.